Event description:
It was reported that during the implant procedure, the physician encountered a device header malfunction causing noise on the atrial channel. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned, analyzed and no anomalies were found.